Event description:
It was reported through a general comment that the following issues have occurred with prostyle devices during endovascular aneurysm repair (evar) interventional procedures using 8f sheaths and the pre-close technique. There is resistance opening and closing the foot as well as difficulty deploying the plunger. There have been suture retrieval issues. There have been issues with suture fraying. Additional prostyle sutures were successfully pre-placed, and the evar procedures were completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedures or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated as (B)(6), 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents for this lot. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible patient anatomy and/or aggressive technique contributed to the issues, but that cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.